Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer experienced an elevated blood glucose (bg) level of ~450. It was reported that the customer felt ill and required assistance addressing bg level with manual insulin injections. The customer reverted to an alternate method of insulin therapy.